Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet as the product remains implanted. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: lps-flex option femoral e-r catalog # 00596401552, lot # 61749843, ng lps-flex fixed nsm art surf ef 3-4 10 catalog # 00596403210, lot # 61625684, ng std all-poly patella 32 catalog # 00597206532, lot # 61797852, palacos rg 1x40 single catalog # 00-1113-140-01 lot # 71294252. Remains implanted.

Event description:
It was reported that post right total knee arthroplasty, the patient is experiencing pain and instability as well as loosening of the prosthesis. Patient further reports that they have fallen several times and ambulate with a cane. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.